Event description:
During a laparoscopic repair of bilateral inguinal hernias with mesh, covidien structural balloon trocar was in situ for use in patient. Doctor was inserting rolled progrip mesh into the trocar in the standard customary practice. Upon insertion of mesh, the blue ring seal on the top of the trocar separated and slid into the trocar shaft. The ring was retrieved and removed from the trocar shaft. Mesh placed and case completed without further issues. No harm to patient.